Manufacturer narrative:
Additional information: corrected data: (date of birth). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2018: patient presented for medication refill for his chronic back and hip pain. Review of systems: neurological: balance: impaired. Gait and stance: abnormal, patient was using wheel chair today. Assessment: pain in left hip. Lumbago with sciatica, left side. Other fatigue. Chronic pain syndrome.

Manufacturer narrative:
Additional information received: a5b, b5, b6, b7 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2015: the patient complained of back pain. (B)(6) 2015: (B)(6) 2015: the patient went for a follow up visit. The assessments and plans were: spinal stenosis s/p laminectomy - physical therapy, home exercise program, pain mgmt, incision monitoring, f/u with neurosurgery, constipation - colace, lactulose. (B)(6) 2015: the patient went for a follow up visit. The assessments and plans were: spinal stenosis s/p laminectomy - physical therapy, home exercise program, pain mgmt, incision monitoring, f/u with neurosurgery, constipation - colace, lactulose. (B)(6) 2015: the patient underwent x ray of hips, bilateral. The results were: ap and frogleg lateral views of the bilateral hips show no fracture dislocation or lytic or blastic lesions. The joint spaces are well maintained and the soft tissues are free of abnormalities, normal bilateral hips. In 2016: neck pain one year. Pain is moderate dull aching pain that started after his lumbar fusion in 2016. Patient constantly dizzy. (B)(6) 2016: the patient presented for consultation. Low back pain. (B)(6) 2018: the patient presented for an office visit. Radiculopathy, lumbosacral region. (B)(6) 2018: the patient presented for an office visit. Gerd with esophagitis, radiculopathy, lumbosacral region. (B)(6) 2018: the patient presented for an office visit. Lumbago with sciatica, left side,radiculopathy, lumbosacral region. (B)(6) 2018: the patient presented for an office visit. Gerd with esophagitis, pain in left hip, radiculopathy, lumbosacral region. (B)(6) 2019: the patient underwent nuclear medicine- bone imaging whole body. The impressions were: 1. No scintigraphic evidence of osteoblastic metastasis. 2. Multilevel degenerative changes. (B)(6) 2019: imaging was performed of his neck, head and low back. He ambulates with a cane and occasionally uses a wheelchair. He would also like a referral back to a spinal surgeon as he has broken screws in his back and would like these removed. (B)(6) 2019: the patient presented for an office visit. Acute upper respiratory infection, last visit.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2015:the patient underwent examination of lumbar spine intra-operative. The indications were: posterior fusion, l4-5 pain. The findings were: 4 films are reviewed during placement of pedicle screws bilaterally at l4 and l5. Flair signal hyperintensity in the cortex and subcortical white matter of the right frontal lobe. This measures approximately 2.1* 2.6 cm. There is a dilation in sulci the region. There is also left frontal parasagittal cortical and subcortical white matter flair signal hyperintensity measuring 4cm ap * .8 cm tr. There is enlargement of the adjacent left parafalcine extra-axial space. Findings are concerning or metastases. Recommended contrast enhanced MRI brain for further evaluation. (B)(6) 2017: the patient underwent MRI of lumbar spine without. The findings were: the lumbar spine demonstrates spine demonstrates grade 1 antorolisthesis of l4 on l5, stable. The lumbar spine narrow marrow signal intensity is unremarkable with no abnormal bone marrow edema. The lower thoracic cord, conus medullaris and cauda equina demonstrate normal signal intensity and configuration. The conus terminates at l1. L1-l2 shows no significant spinal canal stenosis or neural foraminal narrowing. L2-l3 shows large posterior disc bulge and mild to moderate bilateral facet hypertrophy with ligamentum flavum thickening resulting in moderate to moderately sever spine spinal canal stenosis and moderate bilateral neural foraminal narrowing, overall stable. L3-l4 shows mild posterior disc bulge as well as moderate bilateral facet hypertrophy and ligamentum flavum thickening resulting in no significant spinal canal stenosis and resulting in mild bilateral neural foraminal narrowing, stable.l4-l5 shows anterolisthesis with unroofing of a posterior small disc bulge as well as moderate to marked bilateral facet hypertrophy resulting in moderate spinal canal stenosis and moderate bilateral neural foraminal narrowing, stable. L5-s1 shows bilateral facet hypertrophy on a moderate to marked bases without seen within spinal canal stenosis and in mild bilateral neural foraminal narrowing secondary to spondylosis. This is stable. The impressions were: I. Multilevel lumbar spine degenerative disc disease, listhesis, and spondylosis resulting in very degrees of spinal canal stenosis and neural foraminal narrowing as detailed as above, overall stable. Ii. Stat exam results were faxed to the ordering provider at the time of signature. (B)(6) 2017: the patient presented for an office visit. Review of symptoms: thoracic spine: motion is grossly functional. Ropy muscle spasm with tenderness in paraspinal muscles, without radiation. Facet loading reproduced ipsilateral pain bilaterally. Lumbosacral spine: past surgical scar was noted. Arom was grossly limited. Ropy muscle spasm with tenderness in the upper middle lower paraspinal muscles, without radiation. Lumbar extension with rotation and lateral flexion (facet loading). Positive lt rt for axial pain. Sacroiliac joint/sacrum: negative tenderness .vertebral bodies: vertical body height is observed throughout. Marrow signal: there are marked modic changes adjacent to the c4-c5, c5-c6. (B)(6) 2017: the patient underwent MRI cervical spine without contras. Sagittal t1, t2, stir, and axial t2 sequences. The findings were. Cervical alignment: normal; cervical lordosis: normal; scoliosis: there is a levoconvex curvature in the upper thoracic spine which is not fully included on this study. Vertebral bodies: vertebral body height is preserved throughout. Marrow signal: there are marked modic changes adjacent to c4-c5, c5-c6 and c6-c7 discs. There are moderate modic changes in adjacent to the t1-t2 and c7-t1 discs. Intervertebral disks: there is moderately severe degenerative disc disease at c7-t1 and mild degenerative disc disease at c2-c3. Preverterbral soft tissues: normal; cervical cord: normal. C2-c3: disc bulge flattens the anterior thecal sac without causing cord compression. The right foramen is mildly narrowed and there is moderate left foraminal narrowing caused by uncovertebral and facet osteophytes. C3-c4: disc bulge and vertebral endplate osteophytes cause mild central canal narrowing without cord compression. There is moderate foraminal narrowing bilaterally caused by uncovertebral and facet osteophytes. C4-c5: disc bulge and vertebral endplate osteophytes cause mild central canal narrowing without cord compression. There is mild right and mild to moderate left forminal narrowing caused by uncovertebral and facet osteophytes c5-c6: disc bulge and vertebral endplate osteophytes cause mild central canal narrowing without cord compression. There is moderate right and mild to moderate left forminal narrowing caused by uncovertebral and facet osteophytes. C6-c7: disc bulge and vertebral endplate osteophytes cause mild central canal narrowing without cord compression. There is mild to moderate right and moderate left foraminal narrowing caused by uncovertebral and facet osteophytes.c7-t1: disc bulge and vertebral endplate osteophytes cause mild central canal narrowing without cord compression. There is mild to moderate foraminal narrowing bilaterally caused by uncovertebral facet osteophytes. The impressions were: I. Moderately advanced multilevel cervical spondylosis and detailed above without lateralizing disc protrusion or cord compression at any level. (B)(6) 2017: the patient underwent xr lumbar spine flex and ext 4 views. The findings were: alignment is normal on standard lateral view. No areas of abnormal motion noted with flexion or extension. Moderate scoliosis presented. Lower lumbar fusion hardware at l4 and l5 noted. 5 mm grade 1 listhesis at this level. Degenerative disc space narrowing is severe at l2-l3.the impressions were: grade 1 listhesis l4-l5. No instability with motion. (B)(6) 2018: the patient presented for an office visit. Review of symptoms: thoracic spine: motion is grossly functional. Ropy muscle spasm with tenderness in paraspinal muscles, without radiation. Facet loading reproduced ipsilateral pain bilaterally. Lumbosacral spine: past surgical scar was noted. Arom was grossly limited. Ropy muscle spasm with tenderness in the upper middle lower paraspinal muscles, without radiation. Lumbar extension with rotation and lateral flexion (facet loading). Positive lt rt for axial pain. Sacroiliac joint/sacrum: negative tenderness. (B)(6) 2018: patient visit for follow up for lumbar pain, MRI lumbar spine with contrast, x-ray of left knee. Shows minimal degenerative changes, subchondral cyst. Impression: probable mild degenerative changes of both hip joints, mild right greater than left osteitis condensans ilii, mild degenerative changes of right knee joint. Small bilateral knee joint effusions. Lumbar fusion at l4-5. (B)(6) 2018: patient visit for follow up for lumbar pain, bilateral hip pain x- ray: pain was constant, sharp, cramping, numbness, stabbing, weakness. Compared to last visit pain is worse. Pain interfere with sleep, social activities, lumbosacral tenderness and facet loading. Lumbar spondylosis: cat scan of lumbar spine with and without contrast. Pain is aggravated by standing. (B)(6) 2018: patient visit the facility for back pain, described as constant, dull, numbness, weakness, tightness. Pain is aggravated by standing, sitting, walking, bending, lumbar back pain has worsening. Bilateral hip pain, lumbar spondylosis, bilateral knee pain (B)(6) 2018: MRI lumbar spine with and without contrast showed small, central disc protrusion at l3, l4 with moderate central canal with bilateral-lateral recess narrowing with moderate right lateral recess stenosis. He has fusion at l4-l5 (B)(6) 2018: patient visit the facility for knee pain and hip pain. His main complaint is uncontrollable tremors and neck pain makes hard to turn his head. His MRI lumbar spine without contrast showed s/p laminectomy with posterior lateral hardware fusion l4-l5 with grade 1 anterolisthesis mild enhancing scar tissue, facet spurring result in right lateral recess and foraminal stenosis. L2-l3 mild retrolisthesis, disc osteophyte complex with central disc protrusion and facet arthrosis resulting in central canal, marked bilateral lateral recess, left and moderate right foraminal stenosis. L3-l4 small disc protrusion and hypertrophic facet arthrosis. (B)(6) 2018: patient visit the facility for lower extremity pain and lumbar back pain. Described as constant, intermittent, sharp, cramping, dull, numbness, weakness, stabbing. Compared to last visit pain is worse. (B)(6) 2018: patient visit the facility for lumbar back pain. On (B)(6) 2018 f/u with neurosurgery he continues to f/u with urology and was recently diagnosed with prostate cancer. Lumbar post laminectomy syndrome, lumbar spondylosis, chronic pain, anxiety. (B)(6) 2019: patient visit the facility for lumbar back pain. Pain is aggravated by standing, sitting, walking, stooping, numbness and tingling, myalgia, lumbago.(B)(6) 2019:: the patient underwent xr lumbar spine 2 vw. The findings were: bone: changes of posterior fixation with bilateral pedicle screws are again identified. Both inferior screws are now fractured. On the prior exam only the superior l5 screw was fracture. Stable 5 mm anterolisthesis of l4 upon l5 is again identified. There was no acute vertebral body fracture. The impressions were: both inferior most pedicle screws are now fractured. No change in alignment. The patient underwent CT lumbar spine wo IV contrast. The findings were internal fixation posterior l4 and l5 transpedicular screws with unchanged minimally displaced fracture deformity of the bilateral l5 transpedicular screws. Noa cute osseous fracture. Vertebral body heights are well maintained. Grade1 anterolisthesis l4 upon l, grossly unchanged since (B)(6) 2016 x-rays of lumbar spine. Bilateral part defects l4-l5. Moderate multilevel disc space narrowing, bony endplate sclerosis, and osteophytic changes, most prominent at l2-3. The impressions were: I. Bilateral l5 pedicle screws are fractured. Ii. Unchanged grade 1 anterolisthesis of l4 upon l5 with bilateral pars defects. (B)(6) 2019: patient visit the facility for lumbar back pain with radiculopathy down rle. On (B)(6) 2019 patient completed a bone scan and received the results on (B)(6) 2019. Patient complains of exacerbated nerve pain.

Manufacturer narrative:
The following products were used in the surgery: (product ID: 7896550, qty: 2) and (product ID: 7220850, qty: 4). Although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. X-ray images review: CT((B)(6) 2016) post-op l4-l5 posterolateral fusion. Original implant date is (B)(6) 2015. There is a paucity of bone around the hardware, and no solid fusion mass between the two levels can be seen. There is a bilateral pars defect and spondylolisthesis. Both l5 screws appear fractured likely as a result of failure of fusion. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2015: the patient presented with the following pre-op diagnosis: 1) l4-5 grade 1 spondylolisthesis and spinal stenosis. 2) l2-3 central canal stenosis. He underwent the following procedures: 1) l4-5 decompressive laminectomy and placement of hardware. 2) through same incision, l2-3 decompressive laminectomy. As per op-notes,¿ next, for the l4-5 was fully exposed and also exiting l4 nerve roots were identified and found to be free. Having been satisfied with the decompression, then we began the placement of the hardware. We began at l4 on the right where the pedicle was identified by means of both radiological and anatomical landmarks. The pedicle was then penetrated with a drill and then the pedicle canal was created by using a sharp pedicle probe. Next, a 5.5mm tap was advanced into the pedicle canal and then a 6.5mm diameter x 50mm length screw was advanced into the pedicle canal without any complications. The same procedure was repeated in the opposite pedicle of l4 where same screw length and diameter was placed. Then, we moved down to l5 where similar preparation of the pedicle was carried out and then two 6.5 x 45 mm length screws were placed into the pedicle at l5. Finally, x-rays both lateral and anterior and posterior were obtained, indicating satisfactory placement of the instrumentation. Having been satisfied with the hardware plac ement, then two 40 peek rods were taken and placed on the top loading portions of the screws. Finally, decortication of the residual bony surfaces was carried out with a drill.¿ no intra-operative complications were reported. (B)(6) 2016: the patient underwent x-ray of the lumbar spine with 2 views. Impression: 1) age-indeterminate bilateral l5 trans-pedicle screw fractures. Further evaluation with CT and/or MRI of the lumbar spine recommended. 2) grade 1 degenerative anterolisthesis of l4 upon l5. (B)(6) 2016: the patient underwent x-ray of the lumbar spine with 2 views. Impression: 1) both inferior-most pedicle screws are now fractured. No change in alignment. The patient underwent CT scan without contrast. Impressions: 1) bilateral l5 pedicle screws are fractured. 2) unchanged grade 1 ante rolisthesis of 14 on l5 with bilateral pars defects.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2016: patient presented for office visit with chief complaint of low back pain which radiates to the hips and legs-to his feet. Patient stated that it got worse the previous day. Review of systems: musculoskeletal: positive for back pain. Diagnosis: chronic midline low back pain with bilateral sciatica and chronic bilateral low back pain with bilateral sciatica. (B)(6) 2016: final diagnostic impression: acute on chronic low back pain, surgical hardware failure of lumbar spine (B)(6) 2016: patient presented for office visit with chief complaint of back pain. Review of systems: musculoskeletal: positive for back pain and gait problem. Neurological: positive for numbness. Final diagnostic impression: back pain. L5 mildly displaced screw fracture in old fracture with internal fixation. (B)(6) 2017: patient presented for office visit with the following problems: low back pain radiating down the leg and hip pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient underwent decompressive laminectomy at l4-5 with placement of hardware; decompressive laminectomy at l2-3 and was released from the facility on (B)(6) 2015.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, post-op an implanted screw broke inside patient. Patient suffered from extreme pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.